Event description:
It was reported that a patient enrolled in a clinical study underwent initial right total knee arthroplasty on (B)(6) 2007. Subsequently, the patient was revised due to infection on (B)(6) 2007. The tibial bearing was removed and replaced. The patient had another revision on (B)(6) 2012 due to aseptic loosening of the femoral and tibial components and infection. All components were removed and replaced with cement spacer molds. The femoral and tibial component were removed and spacer molds were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: ¿early or late postoperative infection and allergic reaction.¿ this report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2015- 01126 / 01128).